Event description:
It was reported when an asymptomatic patient presented to hospital for normal device change-out, fluoroscopy revealed externalized conductors. Intermittent ventricular undersensing was observed. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.